Event description:
It was reported that the patient had a pocket hematoma following cardioversion with an international normalized ratio (inr) of six and a newer administration of amiodarone. The mode was changed and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.